Manufacturer narrative:
Gas loss alarm: triggered when helium loss > 5 cc/hr due to leak or diffusion. Activation: inflation >= 80 ms, deflation >= 250 ms. Primary cause: patient condition (febrile, tachycardic). System response: alarm cause venting and iab deflation; occur in all modes. Mitigation: if no leaks, occlusions, or contraindicated conditions - perform manual iab fill (purges helium, recalibrates). Fill key: press 2 sec to initiate autofill; resets 2-hour timer. Contraindications (per IFU): severe aortic insufficiency, aneurysm, advanced calcific disease, significant vascular disease, severe obesity/groin scarring (avoid sheetless insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea. IFU provides troubleshooting steps for gas gain/loss alarms. Current status: no iab/iabp malfunction; risk within profile; no CAPA/escalation needed. If alarms not linked to above causes - likely due to patient¿s clinical/anatomical condition.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. The nurse ((B)(6)), in the cticu, called with a gas loss alarm. She stated the alarm had occurred several times in the last 24 hours. It was stated there was no blood in the helium tubing. When asked, (B)(6) stated she had been using the iab fill key to start the pump. I reviewed the proper way to troubleshoot a gas loss alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. We reviewed the nature of this alarm and different clinical possibilities. The patient was tachycardic and was having a panic attack at the time of the last alarm. I encouraged (B)(6) to call back should the alarm go off several times in an hour, with the proper troubleshooting, so we could troubleshoot it together.